Manufacturer narrative:
(B)(4). Method: only one complaint mr290 vented autofeed humidification chamber was returned to fisher & paykel healthcare for investigation where it was visually inspected. Results: visual inspection revealed a vertical crack around the base of the chamber dome below one of the ports. Residue was also observed on different locations both inside and outside of the chamber dome. Conclusion:the residue found on the chamber dome suggests that the damage was caused by the chamber coming into contact with a solution containing ethanol/alcohol which has resulted in environmental stress cracking of the chamber dome. Every mr290 chamber is pressure tested to 200 cmh2o following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers. Set appropriate ventilator alarms. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that three mr290 vented autofeed humidification chambers cracked after 24 hours of use and that all the water leaked out. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint mr290 vented autofeed humidification chambers are currently en route to fisher & paykel healthcare in (B)(4) for evaluation to determine if they caused or contributed to the reported event. We will send a follow up report upon completion of our investigation.

Event description:
A hospital in belgium reported via a fisher & paykel healthcare field representative that three mr290 vented autofeed humidification chambers cracked after 24 hours of use and that all the water leaked out. No patient consequence was reported.